Manufacturer narrative:
(B)(4). Insulin pump was returned for ratting sound from motor causing her bg's to go high. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. Insulin pump tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected blank display noted. The motor was tested outside of the device and passed. However, insulin pump received with corroded battery tube. The following were noted during visual inspection fading serial number label. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a rattling sound which causes a high blood glucose. Customer reported that insulin pump was rattle when shaken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.